Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet bionic pancreas with a steel 6 mm contact/detach infusion set after announcing a meal that included pizza and soda, followed later by a protein shake; logs showed insulin was being delivered and glucose trended down over time, though the user remained above target with a peak of 332 mg/dl and alerts for sustained high glucose. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no hospitalization, and no assistance from others. Investigation included review of device data and user interview, along with troubleshooting and education. Investigation of this case revealed no device malfunction was identified and the cause of the hyperglycemia was unclear. It was concluded that the event was user-experienced hyperglycemia of unclear cause without clinical sequelae and without product performance failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.